Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency room on (B)(6) 2026 with hyperglycaemia. The patient¿s blood glucose levels rose above 22 mmol/l (396 mg/dl) while wearing the pod between 49 and 71 hours. Reported symptoms include malaise, headache and ¿tired eyes¿. The patient was treated with an unspecified treatment administered intravenously. The patient left the hospital the next day, on (B)(6) 2026, without being discharged by the medical professionals. The pod has been discarded. The patient is currently using manual injections as they have ran out of pods.